Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, and wrinkling.

Event description:
Patient reported right side lobulated contours, small amount of liquid, "more prominent" lymph nodes in right axillary extension. The device remains implanted. This report is for the right side.